Manufacturer narrative:
The customer was provided an RMA to return the device for evaluation. We are still waiting for the device to complete our evaluation. There has been a total of 381 sold of all lots with no addiitional complaints recorded for this product code. A follow up report will be submitted once we have completed our evaluation.

Event description:
During a procedure, the screw fell out of the kerrison when it was being handed back to the mayo stand. The screw landed on the drape. There was no harm to the patient.

Manufacturer narrative:
Lot# 22253/40 was returned on (B)(6) 2022 for evaluation. It was determined that this lot number was purchased in (B)(6) 2021. A review of the device and the returned screw, confirmed that there was damage on the screw head that is consistent with a tool being used to tamper with the screw. The screws on this device should never be removed except by an approved repair facility that will properly secure the screws. Removal of the screws by the facility is against the general reprocessing instructions for use. All devices that are meant to come apart will come apart by hand. If a tool is needed to take it apart, it should be left as is. There has been a total of 381 sold of this part number with no additional complaints recorded for this occurrence. Based on the above information this can be seen as the final report. If additional information is obtained that alleges additional patient involvement or information that is pertinent to the investigation, a follow up report will be submitted.